Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with high out of range impedance and noise on the atrial lead. The lead was revised on (B)(6) 2020 where it was found that it could disconnect easily from the implantable cardioverter defibrillator. The issues were being caused by a loose set screw. The ICD was changed out. No patient condition after the procedure was reported.